Event description:
The patient underwent generator replacement due to intensified follow-up indicator = yes. The explanted generator was returned and underwent product analysis. Product analysis identified contaminates on the trimmed edge of the printed circuit board assembly (pcba) that created resistive current paths, resulting in elevated supply current conditions and contributing to premature battery depletion. Remaining residual material on the pcba edge after the ¿test tab¿ removal manufacturing process resulted in increased current consumption (out of speciation) for the pulsing mode of operation, and likely contributed to the battery depletion. A review of device history records for the generator showed that no unresolved non-conformances were found prior to distribution. The generator was manufactured with laser routing. No additional relevant information has been received to date.